Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented post procedure with no signs of capture on the left ventricular lead. The lead was imaged and it was noted that the lead had pulled back. The lead was replaced and the patient was in good condition and stable following the procedure.